Manufacturer narrative:
It was reported from a literature review that the patient required pin replacement due to sepsis or pain. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The paper was published in 1994. Some potential causes could include but are not limited to infection, patient reaction or pin breakage. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
The ilizarov technique in ankle fusion.". Author: bryan j. Hawkins et al., clinical orthopaedics and related research. The authors of the study report 21 cases of complex distal tibia1 pathology or failed ankle arthrodesis treated with an smith and nephew ilizarov external fixator. It was documented on the paper that there were two occurrences of pin replacement or removal, 2¿ sepsis or pain.